Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of poor technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services (bcs), the following information was reported. On an unreported date, the patient was performing a poor technique which led to break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis due to poor technique. On (B)(6) 2012, the patient experienced recurrence of peritonitis. On (B)(6) 2012, the patient was hospitalized for recurrence peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The nurse reported the patient was re-trained on aseptic technique.

Manufacturer narrative:
(B)(4). The product code is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.